Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material adhered to inside of lg-lens was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found that water tightness was lost due to war of the scope cover packing, the air/water and suction cylinders were discolored, the scope cover and case units had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the label on the scope connector was damaged, the insultation resistance value at the distal end did not meet the standard value due to a crack on the scope cover, the objective and light guide lenses were cracked, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis exera iii colonovideoscope needed to be calibrated. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was brown/orange foreign material inside the light guide lens. The report is being submitted due to foreign material in the scope found during evaluation.